Event description:
Ous MDR - inappropriate shocks were reported after an implantation time of about 18 months. The lead and the ICD were not returned to biotronik. No worsening of the pt's state of health was reported. On (B) (6) 2010 - (B) (6) informed us that the lumos was returned for analysis. Linox td 75/16, (B) (4), 1028232-2010-00019.